Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed a shock impedance measurement greater than 125 ohms. Historically, the shock impedance measurement ran between the 80s and 100s. There were no adverse patient effects. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.